Manufacturer narrative:
This supplemental report provides the results of manufacturing history review. .a review of the lot history / device history record shows that the lot passed final release testing, including verification of labeling and packaging with instructions for use.

Manufacturer narrative:
This supplemental report updates the lot number, provides the results of device evaluation. The device was returned to olympus for evaluation. The evaluation duplicated the customer experience of error codes and confirmed damage to the teflon pad with exposed metal underneath. In addition, the evaluation also found a crack in the probe. Based on similar reports, a potential cause for the damage to the probe as well as damage to the teflon pad is operator's technique. The instruction manual contains several warning statements to prevent damage to either the probe or the teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for the teflon pad damage is operator's technique. The instruction manual contains several warning statements to prevent thermal damage to the teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device.

Event description:
Olympus was informed that during a tlh procedure, the teflon pad melted after generating a u503 system connection error. Metal was exposed below the melted teflon pad. The device also generated a u508 seal and cut short circuit error. The device was removed from the procedure, and the procedure was completed with another similar device. There was no reported patient injury or device fragmentation into the patient.